Event description:
A report has been received reporting the fork broke at weld. The reporter has been contacted for additional detail regarding this incident. No injury. Device is being repaired.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model p9000xdt1818, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1118386, rev.d (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No further information was received regarding consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.